Event description:
The patient underwent implantation of a medtronic single chamber ICD system 4 years ago for the primary prevention of sudden cardiac death. He has a history of coronary disease, myocardial infarction complicated by cardiogenic shock, requiring mechanical support, stroke, and ischemic cardiomyopathy. He has an ejection fraction of 25% and class ii heart failure. He recently experienced an inappropriate shock due to a medtronic sprint fidelis lead defect. His device was interrogated and showed battery voltage of 3.04 volts. His device also did show what was recorded as an episode of ventricular fibrillation earlier that day. Evaluation of the electrogram (egm) did show inappropriate sensing from his sprint fidelis lead. Also notable was severe rise in his lead impedance to greater than 3000 ohms. This rise was just in the lastcouple of days, had otherwise been stable just under 500 ohms prior to that. He was admitted to the hospital, so the device could be disabledwhile awaiting lead revision. The patient had occluded left subclavian vein, necessitating implant of a new single lead ICD system on the right side. The old right ventricular (rv) lead was abandoned due to the fracture and the old generator was extracted because it was 4 years old. Postoperatively, the patient has a normally functioning medtronic single chamber ICD and a surgical site that is healing well with no signs of infection. His lead is stable with regard to sensing and pacing. He is hemodynamically stable. Manufacturer response (as per reporter) leadawaiting response

Event description:
The patient underwent implantation of a medtronic single chamber ICD system 4 years ago for the primary prevention of sudden cardiac death. He has a history of coronary disease, myocardial infarction complicated by cardiogenic shock, requiring mechanical support, stroke, and ischemic cardiomyopathy. He has an ejection fraction of 25% and class ii heart failure. He recently experienced an inappropriate shock due to a medtronic sprint fidelis lead defect. His device was interrogated and showed battery voltage of 3.04 volts. His device also did show what was recorded as an episode of ventricular fibrillation earlier that day. Evaluation of the electrogram (egm) did show inappropriate sensing from his sprint fidelis lead. Also notable was severe rise in his lead impedance to greater than 3000 ohms. This rise was just in the lastcouple of days, had otherwise been stable just under 500 ohms prior to that. He was admitted to the hospital, so the device could be disabledwhile awaiting lead revision. The patient had occluded left subclavian vein, necessitating implant of a new single lead ICD system on the right side. The old right ventricular (rv) lead was abandoned due to the fracture and the old generator was extracted because it was 4 years old. Postoperatively, the patient has a normally functioning medtronic single chamber ICD and a surgical site that is healing well with no signs of infection. His lead is stable with regard to sensing and pacing. He is hemodynamically stable. Manufacturer response (as per reporter) leadawaiting response